Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found; normal device function.

Event description:
An infection was reported. The pt was hospitalized; and an explant procedure was performed. The pt had recovered with sequelae from the serious life threatening injury/illness. The drug infused was lioresal.